Event description:
The technician alleged the side rail cannot latch. No pt impact.

Manufacturer narrative:
The technician found the side rail cover was bent and not allowing the side rail to latch. The technician replaced the side rail latch cover to resolve the issue.